Manufacturer narrative:
Although it is unknown whether both the reported devices led to the event or not, we are filling this report for notification purposes. Unknown device with quantity 2 were involved in the event. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent posterior fusion at l2-5 due to lumbar canal stenosis. Reportedly, post-op, the patient developed proximal junctional failure (pjf). In revision surgery pedicle subtraction osteotomy (pso) was performed at l2 due to pjf. Both the implants were explanted during the revision surgery. Post revision surgery patient issue resolved and no malfunction was reported for the implants.